Event description:
Based on info reported to davol: on (B)(6) 2010 - customer reports that the noted hydrogel was coming off the back of the mesh. The mesh was not used to complete the repair.

Manufacturer narrative:
It was reported that the hydrogel was coming of the sepramesh. The mesh was returned and it was confirmed that there was hydrogel coming off of sepramesh. It is likely, the product was immersed in irrigation solution prior to use for longer than the time stated in the instructions for use. Per IFU included with the product, sepramesh ip bioresorbable coating/permanent mesh should be hydrated for a few seconds (1-3 seconds) in standard irrigation solution prior to laparoscopic placement. The presence of sutures on the returned sample suggests the laparoscopic approach was used in the procedure. If the mesh is soaked for too long, the hydrogel swells up making lap deployment very difficult therapy increasing the chance for gel displacement during deployment and fixation. If the mesh is hydrated for the prescribed amount of time and then deployment is delayed, the same issues occur. The gel continues to soften and get tacky after exposure to water. If the mesh is soaked too long and deployment is delayed, the gel will not withstand the rigors of deployment nearly as well as it would if the IFU were more closely followed. A mfg review was also performed and did not show evidence of a mfg related issue that would have led to the alleged event.